Event description:
Subsequent information states the patient remained in generally good health post-system explant, with a competitor system successfully implanted. However, seven days after the system replacement, the patient passed away. Reportedly the patient went into a ventricular fibrillation (vf) rate, which was successfully converted with a device shock, only to return to a ventricular tachycardia (vt) rate. The patient expired from cardiogenic shock. The physician reported that the patient's death was caused by severe heart failure and that there was no connection to the initial issue that caused the revision procedure. During the seven days between the revision and the date of death, the patient's condition was reported as fine.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead required external defibrillation as the device was not able to provide appropriate therapy. Upon interrogation of the device; an error code '1004' was noted. This error code is indicative of a shock into a shorted lead. A memory download was performed and reviewed by a boston scientific engineer. The review of the memory revealed that the device attempted a 41j shock, however, never recorded the outcome. This was due to the device shocking into a shorted lead. The shock into the shorted lead triggered a hardware reset, terminating the recording of the episode and electrogram (egm) before the firmware could update the attempt data. This shock also damaged the device and it should be considered compromised. Typically a shorted lead will result in the opening of a fuse which will prevent subsequent high voltage charging. This can be evaluated easily initiating a manual capacitor reform. If the fuse is blown, the charge will timeout. Subsequently, a capacitor reform was performed and the result was an error message '1007'. The code 1007 corresponds to a charge time having exceeded the limit. Therefore, the patient should be scheduled for immediate device replacement as the device is not able to provide therapy. A revision was performed; the device and lead were removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD revealed an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2012 during attempt 3 of episode v-36, when the device delivered a 41 joule shock. The device then tried to deliver a shock in episode v-42 and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the next high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.